Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/16/2014 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a loss of prime with non-zero force event was recorded in the black box. There were no loss of prime events during the investigation. The force sensor calibration was low with a resistance reading of 8.6k ohms. The pump was opened and removed from the case. The force sensor was removed and no internal defects were found.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a prime issue. The reporter stated that a loss of prime event had occurred 3 or more times and that the rewind, prime and load steps were successfully completed after cartridge changes. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.